Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that a tampon unraveled and came apart upon removal. Tampon pieces remained inside of her. She was able to remove the remaining pieces and sought medical assistance. The medical exam results were normal and no tampon pieces were found inside. The consumer stated that after her medical exam she experienced abdominal cramping and bloating. She stated she would follow up with her physician. We have attempted to contact the consumer for more information, but we have not been successful. No further information is available at this time.

Event description:
The consumer followed up with her personal care physician on (B)(6) 2018 for an additional ultrasound. The ultrasound results were normal. The consumer stated that she is doing better and her cramping and swelling is improving on its own. There are no plans to seek further medical assistance.